Event description:
I had a uterine prolapse and needed a complete hysterectomy. The doctor told me that once my uterus was removed my bladder and bowels would prolapse. He said that to avoid additional surgery I need to have a mesh implant. I had complete hysterectomy and 2 mesh implanted in 2009. Since then I have had constant groin pain with extreme pain in right abdomen near hip bone. Severe leg muscle cramping, leg, foot and knee pain that started with the right leg and is not starting to effect the left leg. My feet are always freezing. I have vertigo and feel dizzy and off balance all the time. I immediately lost the ability to have sex. Unable to completely evacuate bladder and bowels. I have severe pain at the site of the bowel mesh insertion on the inside of both legs. I cannot sit, stand or walk for more than 20 minutes at a time. I wake up with back and leg pain several times each night. My vision has deteriorated very quickly. I have no energy and have to force myself to get up and do everything. Before mesh I installed sheet rock by myself. My whole life has changed. I am now experiencing shoulder pain that is related to the issue I am having with my core. I am pursuing additional surgery to have mesh removed as soon as possible.